Event description:
Same case as 1527460-2011-00103. The complainant reported a delivery problem. Two hundred ml of product was hung with a feeding rate set at 90 ml/hour. The intended delivery time frame was 2.2 hours; however the feeding was delivered in 1.5 hours and approx 100 ml had leaked onto the floor.

Manufacturer narrative:
(B)(4). The device reported, list number s222, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00086, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.